Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 57-year-old male with acute myocardial infarction and cardiogenic shock (scai shock stage d) was initially supported with an impella cp via right femoral percutaneous arterial access. The patient developed hemolysis evidenced by red urine while on the first device, which was subsequently explanted, with the patient surviving the procedure. The patient was transferred on ECMO support to to another facility, where a second impella cp was implanted via the same access approach. Hemolysis was noted to be ongoing prior to second device placement and persisted following implantation. Imaging confirmed appropriate pump positioning, and the device functioned as intended at performance level p-5, providing flows of 2.6 l/min with d5w sodium bicarbonate purge solution. At the time of reporting, the second device remained in use and the patient outcome was ongoing. Hemolysis was observed prior to and following implantation of both devices, persisted across device exchange, and occurred despite confirmed proper positioning.

Manufacturer narrative:
Additional information was received that the patient began dialysis and experienced cardiac arrest and cardiogenic shock. The patient was treated with cardiopulmonary resuscitation and survived. H6, health effect clinical code: e0602 and e130501 have been added. H6, health effect impact code: f2301 and f2306 have been added.

Manufacturer narrative:
B5 narrative updated. Additional information received for d6 explant.

Event description:
Clinical narrative update: no blood products were given. Patient was decannulated from ECMO. Pump is still in place. The primary account holder stated that after further investigation the patient had a traumatic foley insertion and the blood in the foley was not from hemolysis. The blood is clearing. Dialysis was started due to climbing creatine. Patient was a full cardiac arrest with CPR and in full blown cardiogenic shock. A patient with a history of full cardiac arrest requiring cardiopulmonary resuscitation and presenting in cardiogenic shock was supported with ECMO and an impella pump. No blood products were administered during the course of treatment. The patient was subsequently decannulated from ECMO while the impella pump remained in place for continued hemodynamic support. During therapy, blood was observed in the foley catheter, initially raising concern for hemolysis; however, further investigation by the primary account holder attributed the finding to a traumatic foley catheter insertion rather than device-related hemolysis. The hematuria was reported to be resolving over time. The patient developed worsening renal function, as evidenced by rising creatinine levels, requiring initiation of dialysis. The hematuria was determined to be unrelated to impella performance and attributed to traumatic foley insertion, with no evidence of device-induced hemolysis, while the patient remained critically ill due to underlying cardiogenic shock and associated complications. Previous clinical narrative: a 57-year-old male with acute myocardial infarction and cardiogenic shock (scai shock stage d) was initially supported with an impella cp via right femoral percutaneous arterial access. The patient developed hemolysis evidenced by red urine while on the first device, which was subsequently explanted, with the patient surviving the procedure. The patient was transferred on ECMO support to to another facility, where a second impella cp was implanted via the same access approach. Hemolysis was noted to be ongoing prior to second device placement and persisted following implantation. Imaging confirmed appropriate pump positioning, and the device functioned as intended at performance level p-5, providing flows of 2.6 l/min with d5w sodium bicarbonate purge solution. At the time of reporting, the second device remained in use and the patient outcome was ongoing. Hemolysis was observed prior to and following implantation of both devices, persisted across device exchange, and occurred despite confirmed proper positioning.